Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the screwdriver hex small ø 2.5 l270 (part # 314.570, lot # 1323116, mfg # 09-feb-2005) was received at us cq with the distal hex tip very rounded. This is consistent with the reported complaint condition, thus confirming the complaint. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 314.570. Lot: 1323116. Manufacturing site: hägendorf. Release to warehouse date: 09. Feb. 2005. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is october 1, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a surgeon was using a small hex frag screwdriver to tighten a spinal implant on (B)(6) 2019 and following the surgery it was noticed that the screwdriver was slightly stripped. The screwdriver performed adequately and the patient was not affected by the malfunction. Procedure was completed successfully with no surgical delay concomitant medical products: unknown spine implant (part # unknown, lot # unknown, quantity 1). Unknown screw (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for (B)(4).